Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal to mid right coronary artery with heavy calcification, heavy tortuosity, and 99% stenosis, pre-dilatation was performed with a non-abbott dilatation catheter. A 4.0x33 multi-link rx zeta stent was successfully implanted to treat the target lesion; however, deflation of the stent delivery system (sds) balloon took longer than usual. Reportedly, the contrast was diluted 1:1; however, the concentration was a little high and deflation of the sds balloon was delayed. The sds was withdrawn from the patient's anatomy and contrast remained inside the balloon. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; guide cath: heartrail 6f jr4.0; inflation device: indeflator. Evaluation summary: the device was returned for evaluation and the reported deflation difficulty could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.